Event description:
It was reported that the patient received multiple shocks. The patient developed ventricular tachycardia (vt) with successful therapy, however, the sinus tachycardia rate was still in fast vt zone. The implantable cardioverter defibrillator (ICD) redetected and resulted in several more shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).